Manufacturer narrative:
(B)(4). Delamination package was visually examined and tyvek delamination was confirmed. Tyvek ripped, or "split", and stuck to the blister flange when package was opened due to tyvek delamination (separation of tyvek layers.) Tyvek delamination causes the package to be difficult to open and may cause device to become contaminated. Removal of the device was not hindered as the delamination was only along the edge of the blister flange. The package blister exhibited no defects and there was evidence of seal transfer from the tyvek to the blister flange on the entire circumference of the blister. Package sterile integrity was not affected.

Event description:
It was reported that when the tech began to open the package, it was noticed that the tyvek was split and the sterility had been compromised. Another like device was used and proceeded with the procedure. There was no patient involvement with use of the device.

Manufacturer narrative:
(B)(4). Delamination package was visually examined and tyvek delamination was confirmed. Tyvek ripped, or split, and stuck to the blister flange when package was opened due to tyvek delamination (separation of tyvek layers.) Tyvek delamination causes the package to be difficult to open and may cause device to become contaminated. Removal of the device was not hindered as the delamination was only along the edge of the blister flange. The package blister was fine with no defects and there was evidence of seal transfer from the tyvek to the blister flange on the entire circumference of the blister. Package sterile integrity was not affected. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.